Event description:
It was reported that foley catheter was inserted without difficulty, but no urine was returned. Balloon was not inflated. Tried flushing foley catheter with sterile syringe and fluid but catheter was not flushable. Removed catheter from patient and attempted to flush catheter outside of patient. Catheter was plugged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to ¿eye design (ID undersized) ¿. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: ¿sterilized using ethylene oxide. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use.¿ section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. .

Event description:
It was reported that foley catheter was inserted without difficulty, but no urine was returned. Balloon was not inflated. Tried flushing foley catheter with sterile syringe and fluid but catheter was not flushable. Removed catheter from patient and attempted to flush catheter outside of patient. Catheter was plugged.